Manufacturer narrative:
There was no patient involved with this concern. A medtronic representative went to the site to replace the umbilical cable and test the equipment. After replacement, the imaging system passed the system checkout. The system was found to be fully functional. The umbilical cable was returned to the manufacturer and is currently under analysis.

Event description:
A site representative reported that the error logs on the imaging system showed umbilical cable disconnected, no power, with frame grabber error. He looked at the umbilical and could see physical damage to connector pins. They appeared blackened from electrical arcing. There was no patient present.

Manufacturer narrative:
Medtronic investigation of returned suspect device finds that the interface (umbilical) cable caused the reported event. The cable failed visual inspection; two ground wires on the mvs end of the cable are cut. The cable passed all bench testing including the continuity test, gbit test and the 100t test. The reported event was confirmed to be caused by physical damage to the cable. As previously reported the interface (umbilical) cable was replaced to resolve the issue.